Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an other (unusual issue) issue. The patient's health care provider reported ¿an absence of an alarm-no delivery.¿ there was no information available on what type of alarm or alert. The pump was returned to the health care provider and was not available for troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a malfunction of an unspecified alarm.